Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm, however it ruptured upon second inflation when inflated at 8atm for 20 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm, however it ruptured upon second inflation when inflated at 8atm for 20 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications reported and the patient was in good condition post procedure.